Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100, lot number - the correct lot number is unknown, expiration date - the correct expiration date is unknown.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad&#59395;chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00127 and 2084725-2016-00128.

Manufacturer narrative:
The customer stated that they were using (B)(4) trays in which they observed the ci strips issue. Customer has since changed the trays to carefusion genesis trays and are not observing any further issues. Method code: actual device not evaluated. Result code: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the system risk analysis (sra). Without return of the suspect device or lot number, the investigation is limited. The device history record and lot trending could not be performed. The sra indicates the risk is low with a hazard of quality problem with no impact to patient. The product was not returned for evaluation. There were no issues reported with the concomitant sterrad® nx as the cycle completed and the unit was found to be within specifications during planned maintenance performed. The assignable cause of the issue could not be determined with the information available and without return of the suspect product. It is unlikely the issue was with the unit as the cycle completed and the unit was reported to be working per specifications. The issue will continue to be tracked and trended.